Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced clogged or blocked instrumentation probe. The following information was provided by the initial reporter. The customer stated: "it was reported that customer is having to replace more frequently the rbc/hgb chamber filter while using the bd tubes. Asks if there have been any complaints from other bd customers concerning cap piercers from the sysmex hematology analyzer with vacutainers. When the filter becomes clogged, the error given on the instrument is "rbc/hgb chamber error."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced clogged or blocked instrumentation probe. The following information was provided by the initial reporter. The customer stated: "it was reported that customer is having to replace more frequently the rbc/hgb chamber filter while using the bd tubes. Asks if there have been any complaints from other bd customers concerning cap piercers from the sysmex hematology analyzer with vacutainers. When the filter becomes clogged, the error given on the instrument is "rbc/hgb chamber error."